Manufacturer narrative:
Other, other text: it has been determined that complaint file cc-0206553 with a manufacturing report number of 3012307300-2023-08793 is no longer considered reportable. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with it.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed multiple occurrences of "cassette not attached properly" alarms. Functional testing was able to duplicate the alarm. It was found the pump alarmed when the latch was closed. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. It was recommended that the downstream occlusion sensor be replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited an issue with the cassette not attached alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.